Event description:
During routine testing, device displayed defib comm error and pacer comm error, which would prevent monitoring a patient's ECG or pacing the patient. There was no patient involvement.